Event description:
During a pcl revision and acl reconstruction a resident started to insert the screw and it broke into two pieces. One piece remained in the patient while the other was removed and discarded. The surgeon replaced the screw with another without complication.